Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite toe evaluate the device and could not duplicate the reported issue. The fsr performed oxygen testing in neonatal, pediatric, and adult modes and the device passed all testing within specifications.

Event description:
The customer reported while using the avea ventilator, it is alarming low 02. The customer stated there was a patient on the unit when the reported issue occurred. The customer stated there was no harm or injury.